Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air entering the line of clearlink continu-flo solution set through the manifold located directly above the stop cock. It was unknown if a patient was connected during this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. The returned photographs were reviewed; however, the reported condition of air in the line could not be appreciated through the photographs received. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.